Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they had arrived home and had not had insulin for quite some time. The patient woke up to five paramedics assisting him and he does not know what happened. At some point the patient's roommate checked his finger stick and called the paramedics. The patient is reported to be great. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.